Event description:
The customer reported that the system was producing an oil mist/haze in the room. The customer reported that he and two other employees experienced symptoms. One of the two employees who worked on night shift reported that she experienced coughing and red and watery eyes for one day. The symptom occurred when the system was running. The mist was still in the air after the cycle. The employee has not responded to asp's attempts in retrieving more information about her symptoms. The asp field service engineer (fse) went to the facility to asses the unit.

Manufacturer narrative:
(Oil mist): capital equipment, evaluated at customer site. The fse replaced the oil mist filter, and the catalytic converter because they were misting. The fse verified that no mist was present. The fse verified that the system meets manufacturers specifications. Reference: MDR 2084725-2008-00683 and MDR 2084725-2008-00685.